Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12fr amplatzer amulet delivery sheath. Post-procedure the patient had pericardial effusion which led to cardiac tamponade. The patient underwent pericardiocentesis and was drained successfully on the same day as the procedure. The patient's activated clotting time was 350 seconds. Venous blood was pulled and the physician believes the effusion was caused by a transverse sinus injury. The patient is currently stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Nad1 - brand name: corrected to amplatzer amulet. D2a - common device name: corrected to cardiac plug. D2b - procode: corrected to ngv. D4 - lot #: corrected to 8616771. D4 - catalog #: corrected to 9-acp2-007-022. D4 - expiration date: corrected to 7/31/2027. D4 - UDI #: corrected to (B)(4). D6a - implant date: (B)(6) 2022.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 device code 4001 patient device interaction problem removed.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12fr amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time was 350 seconds. Heparin was administered. There was no difficulty implanting the device during the procedure. Post-procedure, the patient had pericardial effusion which led to cardiac tamponade. The patient underwent pericardiocentesis and was successfully drained on the same day as the procedure. Venous blood was pulled, and the physician believes the pericardial effusion was potentially caused by a transverse sinus injury. The patient was reported as stable.